Event description:
It was reported that a homechoice device experienced an unspecified alarm. The patient was not connected at the time of the alarm. This occurred before of peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A review of the event log was performed. Internal and external inspection was performed and no issues were noted. Functional testing, electrical safety testing, calibration, and a simulated therapy were performed. The reported problem was identified as a check final line alarm but the cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.